Event description:
It was reported the clamp was received defective; unit did not seal completely causing bleeding to occur.

Manufacturer narrative:
Clamp involved has not yet been returned for eval. Instruction manual states: "this clamp must never be used if component parts are damaged, missing, clearly worn or the assembled device does not perform as described." Instruction manual also states: "prior to initiating the surgical procedure you must insure that expected clamping function has been properly achieved." Instruction manual also states: "important: some bleeding may occur and/or some sutures may be required depending on the prescribed surgical technique."